Manufacturer narrative:
Product ID: 8590-1, lot# n329782, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8590-8, lot# n286578, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a study. Catheter occlusion was reported along with the previously reported poor aspiration.

Event description:
It was reported that the patient experienced increased pain. Poor catheter aspiration was noted. On (B)(6) 2014, an MRI without contrast was done, revealing abundant adipose tissue within the subcutaneous adipose tissue of the midline of the back. Within the adipose tissue, to the right of midline, there was granulation of tissue. On (B)(6) 2014, a surgical revision was done and the catheter was spliced. On the same date, the outcome was resolved without sequelae. It was indicated that the event was associated with the intrathecal portion of the catheter. The device system was used to deliver hydromorphone. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n329782, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8590-8, lot# n286578, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).